Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted the instructions for use states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties and additional treatments are due to case circumstances.

Event description:
It was reported that the procedure was to treat a lesion located in the leg. The filter was being used for protection during an atherectomy procedure. During retraction of the filter the filter caught on the lip of the introducer sheath due to a large amount of debris in the filter and separated from the wire. A snare device was advanced and used to capture the filter successfully. Some debris escaped the filter and required the use of an aspiration catheter to collect the debris. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.